Event description:
A malfunction was reported on the customer's insulin pump, which led to the customer's blood glucose level exceeding 500 mg/dl. The specific value was not provided, but it was indicated as "high." The customer used multiple daily injections (mdi) to manage the high blood glucose level and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.